Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right atrial lead experienced high impedance and an apparent fracture. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.